Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further specified as the patient made a mistake. The same day as event onset, the patient was hospitalized for the event and was treated with meropenem injection (1gm per day, for 14 days, discontinued, route not reported) and vancomycin injection (1gm every third day, for 14 days, discontinued, route not reported) for peritonitis. Pd therapy was ongoing. The patient was discharged five days after hospital admission. Fifteen days after event onset, the patient was recovered from the event. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.